Event description:
The graft was implanted for an abdominal aortic aneurysm and ima reconstruction. The pt developed intermittent spike fever of 37.0 to 39.0 degrees c. Between pod#20 to pod#28, accompanied by elevated crp and wbc. Blood culture was negative, but pt was treated with several kinds of ivab's. The pt is doing well now.